Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) began to counter rotate after release. While removing the delivery catheter, the lp dislodged into the right atrium. The lp was retrieved and replaced with a transvenous pacemaker. The patient was in stable condition.